Event description:
Patient presented to an outpatient ophthalmology office with corneal abrasion secondary to contact lens, right eye. Initial office visit: vision right eye - 20/20. Physical exam showed epithelial defect with underlying infiltrate. Placed on topical antibiotics (zymar). Patient returned to office the next day with anterior chamber inflammation. Not responsive to topical antibiotics. Return visit four days later showed hypopyon in anterior chamber and corneal infiltrate with epithelial defect overlying. Culture of contact lens case three days later positive for heavy growth of fusarium, corneal cultures negative. Placed on natamycin eye drops. Oral antifungals begun shortly thereafter. Other cultures -herpetic, bacterial- negative -five days later. Decreased vision to 20/200 by early 2006. Natamycin changed to amphotericin shortly after non-response to natamycin noted and vision drop noted to 20/400. Intense pain and inflammation noted the following month, and penetrating keratoplasty of right eye performed three days later with subsequent improvement of vision to 20/200 postop; corneal button showed fusarium organisms. Intense inflammatory reaction ensued, requiring anterior chamber washout 21 days later. Eye continued to show indolent course afterwards. Second anterior chamber washout performed seventeen days later; continued intraocular inflammation od noted with subsequent thinning and corneal perforation; second corneal transplant performed 25 days later. Currently, patient is scheduled for third corneal transplant and cataract extraction with intraocular lens. This report was submitted earlier this year after the outbreak of fusarium keratitis occurred. I did not receive a copy of this report after submitting it, and a follow up phone call by myself verified that the information had not been received.